Manufacturer narrative:
H-6. Conclusion: this appears to be technique rotated event rather than device related. 510(k) # k013718

Event description:
The pt underwent a total pelvic floor repair and a sling procedure in 2006. The date of event. The pelvic floor repair was attempted first and the rigtht side was carried out uneventfully. The right posterior lateral trocar was placed, and upon removal of the trocar from the cannula, bright red blood was noted coming from the cannula. The arm of the mesh was quickly placed and multiple attempts were made vaginally with vascular clips to control the bleeding. These attempts were unsuccessful. A laparotomy was performed at which time an approx 5mm aberrant accessory obturator artery was noted to be lacerated, as well as significant bleeding from a venous complex in the same area. This bleeding was controlled with clips/suture. Due to the blood loss the mesh was removed and the sling was not placed. A standard anterior and posterior colporrhaphy was carried out. The pt was transfused with four units of packed red cells and the pt's hct after stabilizing was 31. The pt was discharged on postoperative day three. The surgeon attributes the source of bleeding to multiple passes made with the left posterior lateral trocar. The physician had tried to do the procedure through a smaller than usual dissection and this caused him to have difficulty with the mesh retrieval process, ultimately causing him to make multiple posses with the trocar and finally opening the space in an attempt to complete the passage of mesh arm successful.